Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the visera cysto-nephro videoscope valve cap was not fully attached to the scope during sterilization and the distal tip was stripped down to the metal. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.